Manufacturer narrative:
One device was received. Visual inspection noted a damaged printed circuit board (pcb) and cracked tank cover. Filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. Performed functional tests. The device leaked from inside the enclosure confirming the complaint. A root cause was the threads in the interlock block were stripped so a tight seal could not be made however, it is unknown how they became stripped. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
UDI section of device identification and date of event are unknown. No information has been provided to date. A device has been received and is awaiting investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer was leaking from the inside. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.